Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: it was reported that post perm implant procedure patient experienced weakness on the left side of the body. Patient was taken to ER and MRI revealed no issue. Patient was hospitalized for weakness in left hand and left foot.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.